Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. The s9 autoset user guide provides the following contraindication: - ¿positive airway pressure therapy may be contraindicated in some patients with the following pre-existing conditions: severe bullous lung disease. Pneumothorax pathologically low blood pressure. Dehydration. Cerebrospinal fluid leak, recent cranial surgery, or trauma.¿ the s9 autoset user guide also states that: - ¿you should report unusual chest pain, severe headache, or increased breathlessness to your prescribing physician.¿ resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient using a s9 autoset device experienced shortness of breath and was admitted to the hospital for 10 days for a right pneumothorax allegedly due to a defective device. Patient reported prior to hospitalization, the device would unexpectedly shutdown. Patient stopped therapy upon discharge from hospital.

Event description:
It was reported to resmed that a patient using a s9 autoset device experienced shortness of breath and was admitted to the hospital for 10 days for a right pneumothorax allegedly due to a defective device. Patient reported prior to hospitalization, the device would unexpectedly shutdown. Patient stopped therapy upon discharge from hospital.

Manufacturer narrative:
The s9 autoset was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. The s9 autoset user guide provides the following contraindication: - ¿positive airway pressure therapy may be contraindicated in some patients with the following pre-existing conditions: severe bullous lung disease, pneumothorax, pathologically low blood pressure, dehydration, cerebrospinal fluid leak, recent cranial surgery, or trauma.¿ the s9 autoset user guide also states that: - ¿you should report unusual chest pain, severe headache, or increased breathlessness to your prescribing physician.¿ resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).